Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the implantation procedure contributed to this observation. Further inspection demonstrated damages of the steroid collar and of the is-1 connector pin which were caused most likely by means of medical instruments during the surgery. Cuttings in the insulation were found which resulted most likely from the explantation procedure. In summary, the fixation helix was found deformed, which occurred most likely during the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead was dislodged. The ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.